Event description:
Revision total hip arthroplasty for a failed acetabular component. The acetabular component was loose because of infection. Once the infection was discovered, all components were removed and an antibiotic spacer was implanted.

Manufacturer narrative:
Additional devices listed in this report: cat # 6021-0230, lot # 7757901, description: accolade plus tmzf hip stem #2; cat # 17-3200e, lot # 8511801, description: alumina c-taper head 32mm/0; cat # 625-0t-32e, lot # 8980105, description: trident alumina insert; cat # 17-0000e, lot # pyc82c, description: ti sleeve for alumina head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available because they were retained by the patient. Additional information has been requested and if received, will be provided in the supplemental report. Patient retained.

Manufacturer narrative:
An event regarding infection involving a trident shell was reported. The event was not confirmed. The device was not returned for analysis. DHR indicated that all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot and sterile lot. The exact cause of the event could not be determined because further information is needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Revision total hip arthroplasty for a failed acetabular component. The acetabular component was loose because of infection. Once the infection was discovered, all components were removed and an antibiotic spacer was implanted.